Event description:
It was reported that the patient had a previous surgery and had an infection in the lower scrutiny penis area. A few months ago, the physician explanted the inflatable penile prosthesis (ipp) system and implanted only the cylinders and kept space for a future surgery. On (B)(6) 2021 the pump and reservoir were added to the prior cylinders. The procedure was successful.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.